Event description:
It was reported that during a procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The quality investigation is complete.